Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. Please refer to MFR report 3005099803-2023-02803 for the associated device. It was reported to boston scientific corporation that an uphold vaginal support system and obtryx system - halo device were implanted into the patient during anterior apical repair and a transobturator mid-urethral sling with a cystoscopy procedure performed on (B)(6) 2008, for the treatment of pelvic prolapse and stress urinary incontinence. A third-degree uterine prolapse with a fourth-degree cystocele, a straightened urethrovesical angle, and a normal-sized uterus are among the findings of the procedure. There was no evidence of an adnexal mass. Furthermore, the patient tolerated the procedure well and was transported to the recovery area in a satisfactory condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2008, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.